Event description:
Reportedly, during pt use, the ventilator alarmed and the screen turned blank while it was plugged to the ac power supply. The alarm could not be silenced and the screen remained blank, while a decrease in air pressure supplied was observed. The pt was removed from the ventilator and manually bagged before being transferred to another ventilator. There were no reported adverse pt effects or permanent pt injury that occurred.

Manufacturer narrative:
(B)(4).